Manufacturer narrative:
The hdlc4 reagent lot number and expiration date were not provided. The field service engineer (fse) found an issue with the cell rinse tube and repaired it. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for hdl-cholesterol gen.4 (hdlc4) on a cobas 8000 c 702 module. Patient 1 initial result was 118.3 mg/dl. The repeat result was 51.5 mg/dl. Patient 2 initial result was 107.1 mg/dl. The repeat result was 50.3 mg/dl.